Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector port. Analysis also noted that the hanger assembly was broken and the display wires were pinched with exposed insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial channel port of the external pulse generator (epg) was pushed in. The epg is expected to be returned. There was no patient involvement.